Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ketamine order displayed in mg/kg instead of the actual mg dose, and the system did not calculate or present the dose despite patient weight being available. Although correct dose details were transmitted from epic, pyxis did not recognize the dose, which prevented waste prompts for the controlled substance; the user requested correction to display the actual dose for nursing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.